Event description:
A report was received that the patient had developed an infection throughout his body. The patient was prescribed antibiotics and underwent an explant procedure.

Event description:
A report was received that the patient had developed an infection throughout his body. The patient was prescribed antibiotics and underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50, serial/lot #: (B)(4), description: linear 3-4 lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional information was received that symptom of infection included fever. The physician did not believe that infection was device related.